Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number and lot number of the device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Dossett, h. G., estrada, n. A., swartz, g. J., lefevre, g. W., and kwasman, b. G. (2014). A randomised controlled trial of kinematically and mechanically aligned total knee replacements: two-year clinical results. The bone and joint journal, 96-b(no. 7), 907-913. Doi:10.1302/0301-620x.96b7.32812.

Event description:
Information was received based on review of a journal article titled, "a randomised controlled trial of kinematically and mechanically aligned total knee replacements: two-year clinical results¿. This complaint is reporting the evacuation of hematoma (mechanically aligned tkr). There has been no further information provided and the patient outcome is unknown.